Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection of the lung, the surgeon checked the jaws of the device, they were ope ning/closing, but when the surgeon tried to fire the device, the device did not fire. The sales rep noticed pre-firing at the proximal end of the cartridge. There was no patient injury.